Event description:
It was reported that during a colostomy procedure, after firing the device it was noticed that the distal and proximal portion of the staple line was incomplete. Suture was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.